Event description:
Even though atrial thresholds and impedances trends are stable some of these atrial intervals seem nonphysiologic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).